Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Related manufacturing ref: 3008452825-2020-00271. During vt ablation in left ventricle, just after procedure was completed (all catheter removed from patient), physician noticed that blood pressure decreased and patient had polymorphic pvc. At echography, physician noticed pericardial effusion. It was not possible/ needed to drain effusion so pericardial effusion will be monitored and patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported perforation remains unknown.